Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no pt injury. Another lens was implanted.

Manufacturer narrative:
Results: a visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.